Manufacturer narrative:
Plant investigation: out of box (hd or pd devices) was confirmed due to zero completed treatments found in the patient¿s treatment history. Blank screen was "confirmed" with testing. Exterior inspection revealed no discrepancies display brightness testing - failed - inverter board t1 was found to have some heat damage. This caused a completely blank display where nothing was visible. Replaced with known good board and issue was resolved. Part was removed and placed with cycler. Internal inspection revealed no discrepancies. Device history review search found no related issues to the reported complaints

Event description:
It was reported that the screen of a patient¿s liberty select cycler screen went blank during fill 4. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Follow up with the patient's son revealed that the patient reverted to manual supplies to complete their treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.